Event description:
Additional info from the hcp reports the pt presented with signs of an infection of the device pocket. These included fever, redness, and swelling. A culture of the device pocket was done. The results were not reported the pt was terated with both IV and oral antibiotics and total device system explant. The pt outcome is reported as "infection resolved."

Event description:
The MFR's rep reported the pump and catheter were removed due to an infection. A follow up report will be sent when additional info is received.

Event description:
Additional information received reported "years ago" the pump was taken out for six months until it cleared and "we have been through it all". The patient has had a pump for roughly 15 years and the pump was to be filled on 2015-04-15. It was noted the patient¿s mother did ¿the tweaking¿ of the pump because she controlled how much oral baclofen she gives her son based on his health status. The pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).